Manufacturer narrative:
A field service engineer (fse) was on site on (B)(4) 2009, to investigate the event. The fse performed a 60 repetition precision run with results that met published performance specifications. Also, the fse ran a twenty repetition precision run with two pt samples that also resulted within specifications. The cpls investigation revealed that the pt's sample was lipemic upon receipt. Cpls centrifuged the sample at 10000 rcf for 20 minutes twice and was unable to clear the sample of the lipemia. Although the sample quality is a likely contributing factor, no clear root cause could be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated free t4 result generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. The customer sent the sample to bci customer product line support (cpls) for further investigation. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.